Event description:
Armstrong medical ltd received (B)(4) from ge healthcare (ge healthcare finland oy) have reported an issue with amab3801ge--- lot 211223f412. The customer reported the co2 absorber of a ventilator had to be replaced during a prolonged anaethestia with surgery in progress. The absorber was replaced, but after the replacement, tidal volumes of only about 175ml could be delivered to the patient. The new absorber was removed and the old absorber reinstalled. It worked without any problems. A third absorber was tried, which also worked fine. Reports of patient involvement. Armstrong medical ltd consider this to be a reportable event as it meets all three basic reporting criteria a-c of meddev 2 12-1 rev.8 and MDR article 2 (65). There was patient involvement with no patient harm reported. As this product is available on the market in the us, we are obliged to report to FDA. Please note that due to it issues with the us portal, armstrong medical ltd have been unable to submit reports to the FDA until now.

Manufacturer narrative:
No CAPA measures implemented as root cause investigation unable to be carried out due to no returns of device.